Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to 649536. The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws quit cutting and sealing and noticed a little separation in the jaws after pulling out and inspecting the device. The heating element (wire) appeared lifted from the jaw. No components of the device detached inside the patient and there was no procedural delay. They had to open another device to complete the case. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162977 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.